Event description:
Customer reported via baxter product log sheet of event with air push alarm. A f/u call to the customer by cqa verified that the air push alarm alerted the operator to the anticoagulant bag being empty and not the check 230 alert. The operator discontinued the procedure at this point. It was stated that the procedure yielded 880 ml of product. There was no injury to the donor, who left in good condition.